Event description:
Attorney advised the patient fell sustaining a complex, comminuted intraarticular distal tibia and fibula fracture with mortise disruption and was implanted with a locking compression plate. Patient continued to have pain and the hardware was removed. It was discovered on removal that there was an unknown failure of the hardware.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.